Event description:
Device malfunction: none. Symptoms/ae: syncope; orthostatic hypotension; stroke. Time of ae: 2 days post procedure. It was reported that 2 days post rx acculink stent implantation in the right internal carotid artery, the patient was hospitalized with symptomatic orthostatic hypotension with a 30 point drop in blood pressure. The orthostatic hypotension was believed to be presumably due to cardiac drug polypharmacy and dysautonomia from long-standing diabetes. Concomitant cardiovascular drugs were held, fluids and florinef were given and there was near complete resolution of symptoms. Concomitant cardiovascular medications were further adjusted and compression stockings were recommended. Additionally, MRI, done in 2009, showed a tiny, acute infarct involving the right caudate nucleus head. The patient was discharged home four days later. Though requested, no additional information was provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The stent delivery system was reported to have been discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.